Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead (B)(4) .

Event description:
It was reported that the implantable neurostimulator (ins) was presenting a power on reset (por) condition with the error code 0x0400. It was unknown when the por message appeared. The patient has not had any medical tests as of late nor has she flown. The por was cleared by a manufacturer representative and ins programming was still available, though the date and time on the ins had to be reset and no device data history was present. Additionally, the patient had been recharging more often than expected because, her battery was depleting more rapidly than it had been previously and the patient¿s stimulation had been turning off randomly over the past few weeks. The last charge date was noted as a week prior to this report while the clinician programmer stated that the last charge session was on 2013 (B)(6). The clinician programmer had shown that the ins was at 25% charge and that the ins¿s impedances were ¿normal,¿ with group impedances of: c1=778 ohms and c2=698 ohms. While reviewing the impedance information, it was noted that the time/date stamp had been reset to (B)(6) 2000, which occurred after the last ins recharger (insr) recharge session of 2013 (B)(6). Additional information has been requested, but was not available as of the date of this report.